Event description:
It was reported that the patient experienced ineffective stimulation, shocking sensations, numbness and nerve damage. As a result, surgical intervention was taken on (B)(6) 2026 wherein the system was explanted to address the issue. It is unknown which lead the allegation is against.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI:(B)(4), serial: (B)(6), batch: a000161407. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.